Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion and backup vvi operation. The device was explanted on (B)(6) 2016. The patient was stable.